Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received via webform regarding a sensor error message while wearing the adc device using the freestyle libre 2 app. The customer was contacted on 28 aug 2022, and experienced symptoms of hypoglycemia. The customer was was unsure if there was a loss of consciousness, as they were provided a 'sweet beverage" by a non-healthcare professional for the treatment of hypoglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.